Manufacturer narrative:
The polyflux 17l used in the patient's dialysis treatment is being returned for analysis.the device history record for this lot number showed no anomalies or other issues. (B)(4). Gambro performed a complaint history file check. No further complaints were reported for this lot number.(B)(4): the used sample is available and requested and on the way to manufacturer, but not yet received for technical investigation.

Event description:
A home hemodialysis patient in (B)(6) was admitted to the hospital and diagnosed with an acute hemolytic reaction following a dialysis treatment that involved a polyflux dialyzer. The cause of the hemolysis is not known. No blood smear was performed therefore; it can not be determined whether or not schistocytes were present which would be an indicator for possible mechanical hemolysis. The patient was discharged home following this hospitalization where he continued with home dialysis sessions.